Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.493" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint regarding the instrument alarm during use was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had an instrument alarm. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.